Manufacturer narrative:
Based on the reported information, the findings were as follows. No product was returned for evaluation. The device history record review for the possible lot numbers w1010034, w1008145, and w1009295 were reviewed and there were no anomalies noted that would have contributed to the reported incident. The increased force required for drilling is related to a change in the tip angle and the cutting-edge angle of attack that was made during a transition from the old style tin coated tool steed bits to the new style stainless steel bits in december 2008 side by side measurements made using the old retained samples of a similar drill bit (6 35mm vs 5 31mm) demonstrated the difference. There was not a specific dimensional requirement for either the tip angle of the cutting edge angle of attack on the existing drawings when the change was made and so these measurements were not deemed critical call outs. When both drills were tested using a "saw bone" no difference could be discerned. The level of force required to drill through the skull is variable from patient to patient and subject to a physician's preference. Integra considers this complaint investigation closed future incidents of this nature will be documented for recurrence and trending purposes. Pursuant to 21 cfr 803 24 neither the filing of this medical device report nor the information contained herein shall be construed as an admission or acknowledgement that the information submitted to integra lifesciences holding corporation or any of its subsidiaries is valid or that the device caused or contributed in any way to a death or serious injury.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the drill bits were too aggressive and had caused some added head trauma to the patient when placing the burr holes. Additional clinical information has been requested.